Manufacturer narrative:
Image-guided radiofrequency ablation for treatment of stage I non¿small cell lung cancer in 111 high-risk patients: analysis of prognostic variables. Ian christie, md, james d. Luketich, md, matthew j. Schuchert, md, anna slingerland, bs, william e. Gooding, ms, john ryan, phd, omar awais, do, ryan levy, md, inderpal sarkaria, md, neil a. Christie, md, and arjun pennathur, md, facs. The journal of thoracic and cardiovascular surgery c volume 171, number 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the outcomes of high-risk patients who underwent image guided radio frequency ablation (rfa) for the treatment of stage I non-small cell lung cancer between january 2001 and march 2018. It was noted that rfa was accomplished with a cool tip or a competitor product according to manufacturer¿s instructions. With all systems, the electrode was repositioned as many times as necessary to encompass the target tissue and a small rim with approximately 0.5 to 1 cm of uninvolved pulmonary tissue to ensure an adequate tumor margin. There were 111 patients included in the study and complications included respiratory failure requiring tracheostomy, a pigtail pleural catheter was placed to treat pneumothorax, pleural effusion and prolonged air leak.